Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the faradrive steerable sheath was selected for use. The physician inserted the mapping catheter into handle of device, then went to aspirate and kept sucking air and blood was leaking out of insertion point of the catheter. Aspirated several times with no resolution. The sheath was replaced and the procedure was completed successfully without patient complications. The device is not expected to be returned.